Manufacturer narrative:
Based on current information there does not appear to be evidence to suggest incomplete pin insertion as the cause of the high impedance. Therefore, it should not have been reported as such on the initial report.

Event description:
Based on current information there does not appear to be evidence to suggest incomplete pin insertion as the cause of the high impedance. The high impedance result was found in or on a generator implanted in 2007 with evidence of normal impedance during several years.

Event description:
Product analysis was completed on the generator on 5/25/2016. No obstructions were observed in the header lead cavity or connector block. A known good bench test lead was fully inserted into the connector block and tightened normally with the setscrew. Analysis of the pulse generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the patient had been scheduled for generator replacement due to end of service. System diagnostics was performed before procedure started where high lead impedance on a system diagnostics test with dcdc of 7 was discovered with output status at limit. Surgeon was informed and he opted to proceed with generator replacement. After generator was replaced and system diagnostics was performed results were back within normal parameters. Generator was turned back on at setting from previous generator. No trauma or manipulation cause or contribute to the high impedance. No x-rays were taken. The patient's programming history was reviewed which showed that on (B)(6) 2007 system diagnostics showed results within normal limits indicating that at one point the lead pin was properly inserted.

Event description:
It was later reported that only the generator was replaced during the surgery which occurred on (B)(6) 2016. It was explained that the surgeon did not try to re-insert the lead into the m102 generator prior to replacement; therefore, a lead pin insertion issue was unable to be identified. It was also noted the surgeon did not see any lead fractures or any other causes which may have contributed to the high impedance observed prior to generator replacement. No additional relevant information has been received to date.

Event description:
On (B)(6) 2016 it was reported that the patient underwent generator replacement on (B)(6) 2016 and that the generator would be returned for product analysis. The generator was received for product analysis on 5/16/2016. Product analysis is still underway and has not yet been completed.